Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e1: the initial reporter phone: (B)(6). The initial reporter email address was not available/reported. No. 564, middle section of zhongshan ave. The product analysis team reviewed the photo included in the complaint; the review is documented below. [Photo review]:the photo included in the complaint file showed the stent which was noted detached from the delivery system. Both ends of the stent can be observed completely flared. No visible damages were noted on the stent component. The delivery wire was also observed to be in good condition without any damages noted on it. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8219135. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue regarding a stent being prematurely detached was confirmed based on the detached condition noted in the stent. This investigation was performed based only on the photo provided. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. No anomalies, no defects were observed. The delivery wire and the detached stent component were included in the pouch. The stent component was inspected under the microscope. No damages were observed (i.e., no kins no bends, or broken struts). Both distal ends can be noted to be completely flared. The delivery wire was also inspected and no defects nor anomalies were observed. The retraction bump and marker distance underwent dimensional analyses, and all measurements were confirmed to be within specifications. Manufacturing and design defects are not suspected as the distance between the delivery wire tip and the reference marker were found to be within specifications. The issue reported regarding the stent component being prematurely deployed was confirmed since the delivery wire was returned with the stent no longer connected to it. However, the dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent. Due to the limited information available, a root cause of the failure encountered cannot be determined. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: carefully place the dispenser hoop into the sterile field. Remove the delivery wire from the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold the wire and introducer together to prevent stent movement. Remove the enterprise vascular reconstruction device and delivery system from the dispenser hoop. Do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during the removal of the enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint device, a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 8219135) was found to be released in the y-connector. The stent component was prematurely separated from the delivery wire. The physician retracted the stent and switched to a new stent to complete the procedure using the original microcatheter. There was no report of any negative patient impact. One photo of the complaint device was included in the complaint file.